Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch (the aware date should be july 9, 2024) & h3 (¿no¿ was selected in error on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Event 1: foreign material inside the light guide lens. Based on the results of the investigation, it is likely that the light guide lens glue peeled off by physical stress caused by hitting or dropping the distal end, chemical stress from chemical solutions used, or similar factors. Subsequently, humidity entered the light guide lens and caused corrosion. However, a definitive root cause of the event could not be identified. Event 2: foreign material at air water channel and air water cylinder. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. However, it is possible that the reprocessing was not conducted properly due to a leakage from scope connector. Therefore, the cause of the material remaining in the device could not be determined. The foreign material inside the light guide lens can be detected in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. The foreign material at air water channel and air water cylinder can be detected and prevented in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additionally, based on the results of the investigation, it was found that adhesive between distal end and server plug-in has a gap with foreign material, and the information provided, it could not be determined what the foreign material was. However, it is possible that the reprocessing was not conducted properly due to a leakage from scope connector. Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited foreign objects within the light guide lens, air/water tube, and cylinder. There were no reports of patient involvement.